Manufacturer narrative:
Evaluation of the returned pc 400 confirmed that the embolization coil was detached. Evaluation revealed that the pet lock and pull wire were fractured on the proximal end of the pusher assembly, and the pull wire was retracted from the distal end of the pusher assembly. If this occurs, the embolization coil will detach from its pusher assembly. The root cause of the fracture could not be determined. Further evaluation revealed a kink in the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra coil 400s (pc400s), pac400s, non-penumbra coils, and a px slim delivery microcatheter (px slim). It should be noted that the patient''s anatomy was tortuous. During the procedure, the physician successfully implanted two non-penumbra coils. While advancing a pc400 through the px slim, the coil unintentionally detached inside the px slim. Therefore, the px slim containing the pc400 was removed from the patient and the pc400 was then removed from the px slim. The procedure was completed using nine coils (penumbra and non-penumbra coils) and the same px slim. There was no report of an adverse effect to the patient.